Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. A stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2026 it was reported the patient had an infection in the stoma. A culture was taken, which was positive for an unknown organism. Since (B)(6) 2026 the patient has been taking oral antibiotic augmentin every 8 hours for 7days. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed.